Event description:
The patient's tone scores were unchanged from prior to implant. The patient's lioresal dose was increased, but there was no increase in effect. A decision was made to take the patient to surgery. When the neurosurgeon disconnected the catheter from the pump, he received no medication or cerebral spinal fluid retrograde flow. When the catheter was cut at the spinal site, he still received no retrograde flow of fluid. The existing catheter was removed and replaced with a new catheter. The patient was reported to be doing well one week after the replacement.

Manufacturer narrative:
Catheter.